Event description:
Using a medtronic 530g insulin pump, this is the 2nd time the reservoir setup function has frozen. Trying to refill my reservoir I cannot. The rewind doesn't work. Serious risk to my health as I don't have back up injection materials with me.